Event description:
Information received indicates the bed motors would self run after the switch was released. The only way to stop the bed was to unplug it.

Manufacturer narrative:
The facilities maintenance replaced the power control board, but the malfunction remained. Maintenance then disconnected the siderail cables and the motors stopped running. The facility has not completed repairs to the bed.